Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The patient is not pacing dependent, so the physician decided to replace the lead during an unrelated, elective pacemaker replacement procedure. The rv lead is currently being monitored, and surgical intervention is anticipated. The patient was stable following this event with no adverse consequences.